Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, biopsy channel port is shaved likely occurred by contact of metal parts of the endo therapy accessories and cleaning brushes with the channel port while inserting/withdrawing the accessories and cleaning brushes, etc. However, a definitive root cause could not be determined. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to the suction tube being detached and water tightness being lost. Also, the evaluation found the following: the image guide bundle had a stain. The connecting tube had a scratch. Low angle. Grip had discoloration. The eyepiece had a scratch. The universal cord had a scratch. The bending tube was deformed.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was leakage from the bronchofiberscope suction port during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.